Manufacturer narrative:
Details of the complaint. On (B)(6) 2019, customer at (B)(6) reported the following issue: comm loss across all tele at 17:49 for a sec this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019 with the bsm (mu-631ra sn: not provided). No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result. There was a documented incident in which telemetry devices were reported to have communication loss for a second. The product ID provided is a bsm. Communication of the telemetry devices do not involve a bsm. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the bsm serial number provided. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. Additional device information: the following devices were used in conjunction with the central nurse' station (cns) and are not the devices that experienced failure: d11 & c2: concomitant medical device: telemetry transmitters; model #: ni; sn #: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni. Bedside monitors (bsm): model #: ni; sn #: ni; approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.); device manufacturer date: ni; unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that there was communication loss at the central nurse' station (cns) across all telemetry trasmitters for a sec. (It is not clear if "sec" is abbreviated for a second in time or the second occurrence.) The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss at the central nurse' station (cns) across all telemetry transmitters for a sec. (It is not clear if "sec" is abbreviated for a second in time or the second occurrence.) Also, the customer noted the bedside monitor (bsm) model instead of the telemetry model so it is not clear if the bsm was monitoring multiple telemetry transmitters from the notes in the ticket or if this was written in error. The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. The following fields contain no information (ni) as the hospital stated they do not have further information to provide: serial number, approximate age of device, device manufacturer date. Additional device information: the following devices were used in conjunction with the central nurse' station (cns) and are not the devices that experienced failure: concomitant medical device. Telemetry transmitters: model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni. Bedside monitors (bsm): model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that there was communication loss at the central nurse' station (cns) across all telemetry transmitters for a sec. (It is not clear if "sec" is abbreviated for a second in time or the second occurrence.) The complaint was created from information noted on a hospital log, and the hospital will not be providing any additional information. No patient harm was reported.